Manufacturer narrative:
Field has been updated. Preliminary analysis revealed that the reported issue is most probably due to both lead issues.

Event description:
Noise was reportedly observed on both channels.

Event description:
Noise was reportedly observed on both channels.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. The implantation date is unknown.

Event description:
Noise was reportedly observed on both channels.